Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the inform meter display is burnt, that liquid appears to have gotten inside the meter. No adverse event reported. A request was made for the return of the device, replacement was sent.